Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the imaging system mobile view station was making a beeping sound while plugged in to an outlet. It was confirmed that the outlet the mobile view station was plugged into was active. Further, it was confirmed that the line power and battery charging lights on the mobile view station were lit. The image acquisition system battery levels were also scrolling which indicated that they were charging. It was suspected at the time that the mobile view station uninterruptible power supply was responsible for the cause. A system checkout was performed the next day. Upon performing a system evaluation, it was found that the unit would shut down immediately after it was unplugged. The uninterruptible power supply was tested and found that it was at fault. The medtronic representative replaced the uninterruptible power supply which resolved the issue. The uninterruptible power supply was sent back to the manufacturer for analysis where it was found that there was a confirmed electrical failure with the part. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system mobile view station was making a beeping sound while plugged into an outlet. It was confirmed that the outlet the mobile view station was plugged into was active. Further, it was confirmed that the line power and battery charging lights on the mobile view station were lit. The image acquisition system battery levels were also scrolling which indicated that they were charging. It was suspected at the time that the mobile view station uninterruptible power supply was responsible for the cause. A system checkout was requested for the next day to determine what the actual cause of the failure was. No patient was present.